Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat cystocele and enterocele and mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. The patient also experienced recurrence, bleeding, vaginal scarring and urinary/bowel problems. Additional procedures anterior colporrhaphy with mesh repair using vaginal mesh, enterocele repair of vaginal approach using vaginal mesh cystoscopy. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.